Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine explant procedure, upon removal of the device, the sensor electrode (silicone encased) snapped and was left in the patient. Originally reported on 12 march 2026 on MDR-1028232-2026-01265 without serial number. Now, serial number is identified.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Upon initial interrogation the device presented with the eri status, activated on august 23, 2025. The implant¿s memory content was inspected, revealing no anomalies. A visual and mechanical inspection of the device was performed. This inspection revealed that the antenna and the silicone tube were missing, confirming the clinical observation. In addition, severe damage of the device housing was identified in the area of the battery, most likely caused by the use of a plier during the explantation procedure. Furthermore, a fracture of the feedthrough pin was observed. Based on the damage characteristics, it is plausible that strong external forces contributed to the clinical observation. Besides this, the analysis showed no anomalies. In conclusion, the analysis of the device revealed a normal battery depletion. There was no indication of a material or manufacturing problem. The root cause could not be conclusively determined; however, it cannot be excluded that this damage occurred during the explantation procedure.